Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results on troponin t short turn around time (tnt stat) for eight patient samples. Of those eight, one sample was considered erroneous and had been reported outside of the laboratory. The customer runs tnt stats as an aliquot in a standard size hitachi cup; the cup is placed on top of an empty tube to run. It was noted that the customer was using sodium heparin sample tubes. All results are in ng/ml. The initial result was 0.010, which was reported outside of the laboratory. The result was questioned as it did not match the patient's prior results. The customer repeated the original sample aliquot on the same analyzer. The result from the original aliquot was 0.188, accompanied by a data flag. The sample was auto repeated and generated a result of 0.184, accompanied by a data flag. A new sample aliquot was poured and run. The result from the fresh aliquot was 0.189, accompanied by a data flag. The sample was auto repeated and generated a result of 0.189, accompanied by a data flag. The new sample aliquot was repeated and generated a result of 0.183, accompanied by a data flag. The sample was auto repeated and generated a result of 0.185, accompanied by a data flag. The customer considered the repeat result to be the correct result. The customer reported 0.19 as the corrected result. There was no adverse event. The lot of tnt stat reagent in use was 17016701, with an expiration date of 11/30/2013. The field service representative could not determine a cause for the issue. He performed instrument checks and performance testing. The performance testing passed.

Manufacturer narrative:
The investigation could not determine a specific root cause. The data provided by the customer was evaluated. The calibration and qc were ok. A possible reason for this issue might be a too small centrifugation time in combination with a too high g-force. It was also noted that the customer was using a sodium heparin sample tube; lithium heparin plasma tubes are recommended.